Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose. Customer¿s high blood glucose level was 415 mg/dl. Customer stated that the insulin pump had a no delivering alarm and the insulin was exited. Customer stated that he cannula was exited. The product will not return for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected insulin flow blocked alarm noted during testing.